Event description:
The manufacturer received information alleging a patient with a bipap autosv adv device had passed away. There was no allegation that the device contributed to the death. The patient's wife contacted the manufacturer to inquire how to return the device. Additional information has been requested regarding the details of the reported death. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging a patient with a bipap autosv adv device had passed away. There was no allegation that the device contributed to the death. The patient's wife contacted the manufacturer to inquire how to return the device. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. Secondary findings were not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.